Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e1: the reporter ¿s address and facility name has been updated.

Event description:
It was reported by the sales rep from germany that during an unspecified surgical procedure, it was discovered that the vapr s 90 electrode 40 mm 90 degrees suction with integrated handpiece device was defective. During in-house engineering evaluation, it was observed that the device had a melted manifold. There were no delays to the surgical procedure as a spare device was available to successfully complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. E1: the reporter¿s complete facility address was not provided. Investigation summary ==> the vapr s90 4.0mm w/integr hdp-ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection of the device. Visual and functional test were performed, as a result; the distal tip is in a used condition and a charred section can be seen at proximal end. The handle, cable and plugs assemblies were found in good condition, residue visible in suction tube. The device failed in the hipot active return electrical check. Function test was performed, coagulation function worked ok, however the ablation function immediate "output short" and spark. The customer reported "device defective". Visual inspection found that the plastic manifold was damaged mostly probably by a shorting event at the distal tip. The cause of the issue is due to a direct path being created between the active tip and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking, and arcing during a surgical procedure and have been further investigated through CAPA. The complaint failure mode which has been reviewed against the systems risk assessment document, which has been recorded in the spreadsheet line, "internal arcing of instrument". The hazardous situations annotated for this failure mode are 'insufficient rf energy' with a potential outcome (s) / harm being ' incorrect tissue effect'. The risk level severity is categorized as minor and alra (as low as reasonably achievable). The currently probability level is 'probable'. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. As detailed in control plan, one piece lps electrodes are 100% inspected for functionality as part of their product test regime, therefore all reasonable containment is still in place. Based on a review of the investigation findings, current process control in place and the product risk analysis document no containment or correction action related to the individual complaint is required. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue.¿ a manufacturing record evaluation was performed for the finished device lot number: u2309121, and no non-conformances were identified. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. UDI: (B)(4).